Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator change out, insulation abrasion was visually observed on the atrial lead. The lead electrical parameters were all stable. No intervention was made. Patient was stable and will continue to be monitored.